Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No evidence of device malfunction was found during the investigation. Log review confirmed the ilet was operating as intended; insulin dosing requests aligned with cgm trends, and no malfunction alerts occurred immediately prior to or on the day of the event. The cause of the user's hypoglycemia is indeterminate.

Event description:
On (B)(6) 2025, the user experienced a severe hypoglycemic event while using the ilet bionic pancreas system with a dexcom g7 continuous glucose monitor (cgm). A manual blood glucose (bg) reading was 27 mg/dl. Emergency medical services (ems) were called, and the user was treated with intravenous dextrose (d5w). The user recovered and resumed normal activities the same day.